Manufacturer narrative:
The explanted lead was not returned to bsn.

Event description:
A report was received that the patient's lead was replaced due to high impedances.

Manufacturer narrative:
Date received by manufacturer: 28-jul-2016. (B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-70, serial # (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient's lead was replaced due to high impedances.

Manufacturer narrative:
The returned leads were analyzed and the complaint was confirmed. The root cause of the event were fractured cables at the click anchor site. There were no exposed cables.

Event description:
A report was received that the patient's lead was replaced due to high impedances.

Event description:
A report was received that the patient's lead was replaced due to high impedances.